Manufacturer narrative:
This report is for one (1) unknown helical blade. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for helical blade is not provided. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a long trochanteric fixation nail (tfn), unknown helical blade and a 4.9 mm distal locking bolt were explanted successfully on (B)(6) 2017. The initial implant was done on (B)(6) 2016. The patient reported to the surgeon with pain and wants the implants removed. The whole tfn construct was removed intact. There were no complications and no surgical delay in the surgery. The patient is reported to be stable. This report is for one (1) unknown helical blade. This is report 2 of 3 for complaint (B)(4).